Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient their heart rate was dropping below the set implantable cardioverter defibrillator (ICD) lower limit.  The low heart rate was captured via a fitness watch and verified with a manual pulse check.  The patient indicated they had seen their physician twice, and it was indicated that the ICD was working normally.  The ICD remains in use.  No further patient complications have been reported as a result of this event.